Manufacturer narrative:
No conclusions can be made since the product was not returned to dmta and limited information was provided by the customer in reference to the complaint event.

Event description:
"Dr. (B)(6) was using the hlfdbxf200c laser fiber and after about 15 minutes into the procedure the fiber broke outside the scope. Lot f7016s. The patient was not injured and the fiber was replaced and the procedure was completed."